Manufacturer narrative:
The t:slim x2 g5 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge pigtail was leaking. Blood glucose level was 400 mg/dl. During a follow-up, it was determined that the cartridge that was leaking had been a previously used cartridge, a new cartridge was loaded resolving the issue.